Event description:
"See sbar." Situation: reports of exactamix 2400 valve set for the tpn compounder leaking valves. Background: first reported by ismp in 2022 were several instances of leaking port 1 and port 2 valves. Bc does not use port 1 and port 2. Most recently, IV room compounding personnel reported a leaking port 4 during compounding. The bag was appropriately discarded, and a new valve set installed. Assessment: all ports on the exactamix 2400 valve set may leak for unclear reasons. In the instance of a leaking port, the leak is not subtle and is clearly observable within the chamber. One potential cause may be the absence of a valve within the port request: examine the port set to ensure that all valves are present before installing; observe port set during the pumping process and ensure that there is not leaking occurring from any valves and that no bottle are draining inappropriately. Compounding personnel to document - no missing valves "and visualized pumping during compounding" within the doseedge tpn image. Error occurred; medication did not reach pt. (B)(6). (B)(4).